Manufacturer narrative:
The device was used in treatment. The device was in service for approximately 11 years, 8 months before being abandoned / capped on (B)(6) 2021. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per the qa petite and petite j in-process and final inspection procedure, the procedure indicates that the lead is checked 100% for electrical function. The procedure includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Tubing inspection is inspected according to criteria/inspection of polyurethane and silicone tubing. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, verify presence of weld spots on the connector hull, weld should be smooth and shiny, and verify that there is no hole in laser weld impression. Precautions: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) have not been entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The elapass-p and elapass-pj models are passive fixation leads specifically indicated for cases with congenital or acquired heart disease and where passive fixation lead provides satisfactory positioning stability in the ventricle or the atrial appendage. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required.

Event description:
It was reported that the ventricular lead (p758) was replaced (left in-situ) due to loss of capture in bi-polar pacing mode. According to our records, the lead was implanted on (B)(6) 2008 and replaced on (B)(6) 2021. The lead was abandoned / capped on (B)(6) 2021. No additional information available.